Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the cobra grasper instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during central processing, the cobra grasper instrument was broken at the tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: one side of the grasper was broken off, with material missing or detached from the portion of the device that enters the patient's body. No report of visible broken cables at the instrument's wrist. Issue identified during central processing. No further details are available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The cobra grasper instrument was analyzed and found to the main tube is broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube do not show damage. The complaint regarding a broken tip was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.

Event description:
Refer to h11 for follow-up information.